Manufacturer narrative:
Literature citation: utility of cement augmentation via percutaneous fenestrated pedicle screws for stabilization of cancer related spinal instability by ilya laufer, md. Age at event: age distribution was 18 to 87 years, with an average age of 63.5 years. Sex: gender distribution was 23 females and 30 males. Date of event: unknown. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature that fifty-three patients were included in the analysis. Patients with neoplastic spinal instability underwent percutaneous instrumented spinal stabilization with cement augmentation using fenestrated pedicle screws. Cement augmentation was performed in 216 fenestrated pedicle screws. One patient had asymptomatic radiological proof of a broken pedicle screw 6 months after surgery and did not require intervention.